Event description:
It was reported that during an esophagus resection michael bau mortensen procedure, a solid tone was emitted. The device was handed to scrub nurse and scissors are clicked one more time with torque wrench. When she is going to device back to the surgeon - they discover that one of the device's blade tip was missing. They found the blade on the floor. Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.